Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic procedure, while on the specimen removal, the device¿s bag was torn. There was no patient injury.